Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced a detached sensor wire. Patient's father suggested there may have been an issue with the collar.